Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 model intraocular lens(iol) was fully inserted into the patient's left eye and was removed and replaced in the same procedure due to missing/ detached haptic. Procedure was completed successfully using backup lens of same model. Patient had recovered. This event was observed after insertion of lens into the eye. Suspect product was discarded. No further information available.